Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The customer mentioned that the device was stuck in bolus delivery loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with scratched display window.